Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 25mm valve was explanted after an implant duration of 2.33 months due to unknown reasons. A smaller size of the same model valve was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded at the hospital. There was no allegation of a product malfunction.

Manufacturer narrative:
This device is not distributed/marketed/sold/commercial in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: device not returned. The DHR review was completed and this device met all manufacturing and sterilization inspections. The device will not be returned as it has been discarded by the hospital. No patient history or surgeon/follow up doctor information has been provided.